Event description:
It was reported the patient underwent a left hip revision approximately 1 month post implantation due to a periprosthetic fracture from a fall. The head, neck, and stem were exchanged with addition of cerclage cables to stabilize the fracture without complications. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00-8775-032-02 lot 3072132 biolox head. Ref 00-7848-013-00 lot 64678797 kinectiv neck. Ref 00-6305-50-32 lot 64893930 acetabular liner. Ref 00-6250-65-30 lot j7146602 bone screw. Ref 00-6250-65-20 lot 64714735 bone screw. Ref 00-6202-54-22 lot 64843944 shell. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred due to the patient falling backwards. An echo confirmed the fracture. The posterior capsule was torn off the trochanter, which was secured with cables. No complications noted, the head, neck and stem were revised with zimmer products. Device history record (DHR) was reviewed and no discrepancies were found. It was reported that the patient fell. However, as the reason for the fall is unknown, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01029.